Event description:
It was reported that the pt experienced intermittent stimulation and stimulation in the wrong location. The pt was receiving stimulation where it was intended, but had some new pain that was not being covered. The pt was reprogrammed for coverage high in her arms. An x-ray was taken to see what was causing her increased pain at the incision site, and it looked as though the lean/extension connection had moved too superficial. The anchoring suture had failed. The pt was scheduled for revision to bury them deeper. No pt outcome was reported.

Manufacturer narrative:
.